Event description:
The loaner core universal driver was sent for service and during testing at the manufacturer it was found that the device was able to run in reverse while in safety mode. There was no patient involvement and no adverse consequences associated with this event.

Event description:
The loaner core universal driver was sent for service and during testing at the manufacturer it was found that the device was able to run in reverse while in safety mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger did not work correctly and would run in the safe mode due to wear. The affected components were replaced and the unit was returned to stryker loaner stock.